Event description:
Tracheostomy tube, while in pt, was found to be torn away from throat plate, remained connected by only the pilot line. Child is 3 yrs old, ventilator-dependent. Tube had been used x 10 days, cleaned once, according to dr's orders; cleaned with sterile water, boiling water, then taken away from heat, then placed tube in water x 5 mins. Trach adapter connected ventilator circuit to trach tube.